Event description:
The customer reported at 10:59 am he activated a new pod and noticed the needle did not insert the cannula into his skin. He decided to continue to wear the pod as he was not sure if the cannula had inserted or not. His blood glucose and insulin history. At 5:40 pm, the pod was deactivated.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.